Event description:
Report received from (B)(6) stated the device is experiencing a damaged bearings issue. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).